Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "after the intraoperative nail had been inserted and an x-ray was taken prior to wound closure, a bone fracture was detected; consequently, the short nail had to be removed, the cable wound around it, and the nail replaced with a longer one. Because the cable was used with the long nail, wound was larger than initial."